Event description:
The facility reports two cnas were lifting the resident from the bed when the sling clip came undone, causing the resident to fall onto the bed and bump her head on the nightstand. No injuries were reported.